Manufacturer narrative:
(B)(4) 2013 - an implant date was provided and we were informed of a correction. The dislodgement was seen about 1 month after implant. Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix and a damaged steroid collar. Damaging the fixation helix requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. In the course of the further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a deformed fixation helix was noted on the returned lead. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that after an implant duration of about 2 months lead dislodgement and loss of capture were noted. No adverse patient side effects were reported. The lead was replaced. The implant and explant dates were not provided.